Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - ac adapter: ac adapter / (B)(4)/model #:1430us / expiration date: unknown. UDI #: asku. Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: unknown. Labeled for single use?: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a power disconnect even when the ac adapter was plugged in. The controller and ac adapter remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product ac adapter: cac202702. Device evaluated by MFR? Yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and controller ac adapter were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple temporary disconnections between the controller and controller ac adapter. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to, physical disconnection/re-connection of the ac adapter, momentary disconnections and/or an ac adapter with a damaged cable. The manufacturer has investigated momentary disconnections under an internal investigation. If information is provided in the future, a supplemental report will be issued.